Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and found the device had a sticky trigger and made unusual noise. The assignable root cause was determined to be due to a motor or electronic control unit assembly due to various worn components from normal wear out over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation it was discovered that the small battery drive device had a sticky trigger and made an unusual noise. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.